Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which was completed as planned since the customer deleted the patient's old data before starting the exam. The philips field service engineer (fse) went onsite and confirmed that the system does not have enough storage space. The system has been repaired by recreated the image store, and the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an alert indicating too little memory was available, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.